Event description:
The customer contact reported that in the adult ICU (intensive care unit), prior to patient use, while the device was charging plugged into ac power, it was noted that the device smelled burnt and smoke was present where the ac power cord connected to the device. At that time, the device was unplugged from ac power and the alarm was turned off. It was reported there were no bare cord wires. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.